Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The device was stuck inside a merit 4fr. 038 internal diameter access catheter. The hub end of the direxion was protruding from the proximal end of the access catheter approximately 18cm from the hub. The distal end of the direxion was protruding from the access catheter distal end approximately 19cm. The outside diameter on the direxion was checked and measured .0345 which is per the product specification. There were multiple bends and kinks throughout the length of the device. There was a severe kink on the access catheter approximately 73cm from the hub of the access catheter. With the device stuck in the access catheter. The coating issue could not be confirmed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that the coating of direxion was separated/broken. A direxion catheter-infusion was selected for use. During procedure, the microcatheter started to drag and became stuck inside 4fr access catheter. "Physician" suspected that the coating has separated/broken. The procedure was completed with another of same device. No patient complications were reported and patient was stable post procedure.

Event description:
It was reported that the coating of direxion was separated/broken. A direxion catheter-infusion was selected for use. During procedure, the microcatheter started to drag and became stuck inside 4fr access catheter. Physician suspected that the coating has separated/broken. The procedure was completed with another of same device. No patient complications were reported and patient was stable post procedure.